Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 41.800 & 39.200 psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The device will be recalibrated at a later date. No patient involvement reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 41.800 & 39.200 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The device will be recalibrated at a later date. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).